Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
High impedances were observed on the lead. The trending values on the lead had been slowly increasing. The lead was capped.